Manufacturer narrative:
G4 - premarket / 510(k): k111485, k170636. Device evaluated by MFR: the gw fathom periph device was returned for evaluation. Visual and microscope inspections were performed. It was possible to see that the guidewire was kinked. Also, the ptfe coating at the proximal section was peeled. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 11nov2025. It was reported that wire was bent. A 180x25cm fathom? 16 was selected for used. During unpacking, it was noted that the wire was bent. There were no complication as the result of this event. However, device analysis revealed that the polytetrafluoroethylene (ptfe) coating at the proximal section was peeled.